Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the prograsp forceps instrument was not rotating properly. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were loose at the distal clevis hub. Both cable crimps remained in the clevis with the frayed pitch cable. Upon removal of the instrument's housing the pitch cable was found to be loose at clamping pulley. The clamping pulley screw was not loose. An additional observation not reported by the site was that the instrument pitch cables were frayed at the distal clevis hub. There were no damages found at the clevis. An additional observation not reported by the site was that the instrument grips -tips had mechanical indentations/burrs. There was a visible indentation by the grip area where the loose cable was found. Failure analysis concluded that mechanical indentations/burrs damage might have been due to mishandling/misuse. An additional observation not reported by the site was that the instrument distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded, that the mechanical indentations/burrs damage might have been due to mishandling/misuse. An additional observation not reported by the site was that the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunctions of frayed cables, and damage to the grip-tips pulley and maintube if to recur could cause or contribute to an adverse event.